Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the pocket was revised and battery sutured. Patient was not having any issue with the device; normal use. The issue was resolved at the time of the report. Hcp had no further information. Patient's weight was asked but unknown. Additional information from the rep stated that patient was in for a routine appointment. When doctor felt the device, it felt angled/not sitting flat and the top felt loose. During that, patient stated they felt discomfort at the pocket. No x-rays were done, and no device issues were reported. Patient was recharging fine. The doctor decided to do a quick surgery and the issue was resolved. No further complications were reported.